Event description:
During deployment of boston scientific biliary stent 7fx 10cm product (B)(4) lot # 16779071 equipment failed. Stent was deployed and introducer was taken out of the duodenoscope, a portion of the introducer (plastic catheter) was attached to the stent when it should not have been. This portion should have come out along with the removal of the introducer. A second attempt was made with bs 7frx 12 cm (B)(4) lot #18064941. The second attempt did not remain in the bile duct after deployment.